Manufacturer narrative:
The device in question was returned to the manufacturer january 22,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image failed with random interferences. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the customer's reports of "image fail, ramdom interferences" can be confirmed. The imaging of the optics is interrupted. During the examination of the optics, a loose connection in the connection cable was detected. It cannot be determined exactly whether this is a cable break or a fault in the connection plug. When reading out the optics, 183.26 operating hours are displayed. The connection cable may have been damaged during use or clinical reprocessing, which led to the failure of the imaging. The event is filed under internal karl storz complaint ID: (B)(4).